Event description:
(B)(4) - it was reported by the consumer that the unspecified custom power wheelchair would intermittently logoff without command, and would display nine flashes error code. There was no patient injury reported.